Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: what were the indications for surgery? Mechanical small bowel obstruction. Did the patient receive any pre-op radiation or chemotherapy? No. How was the common channel closed? On load of the linear cutting stapler across the common channel. Were there any issues with staple formation? No apparent issues with staple formation. How long after the initial procedure was the issue identified? Postoperative day 6. During reoperation were staples visible? If so, what was their shape? I do not know their shape as I was not there. How was the issue addressed in secondary procedure? Completion right hemicolectomy and creation of an end ileostomy. What is the current patient status? From a surgical standpoint, he has resumed a diet and nocturnal tube feeds with adequate bowel function. It appears that has been treated for intra-peritoneal fungal abscess. (B)(4).